Event description:
Intuvie received a report from right way medical indicating that the pump failed the 30 psi occlusion pressure test. The failing value was not reported. No patient involvement was reported.

Manufacturer narrative:
The failure mode was confirmed by right way medical, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue, and the device subsequently functioned as intended. A CAPA was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).